Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while placing the device during replacement of the inner cannula, the hinges of the cannula on both sides disconnected from the collar. It was reported that the doctor removed the defective piece without harm to the patient but there was a potential to block the airway.